Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the video connector cannot be connected firmly occurred due to a failure of the video connector socket. However, a definitive root cause could not be determined. Based on the results of the investigation, it is likely the power switch being pressed in occurred due to a power switch malfunction. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the inspection of the returned asset device, other malfunctions found were the power switch was pushed in. Buttons were outdated/need update. Cracked front view. There was a crack in the screw mounting part of the front panel. The wrong time was displayed due to battery life. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, visera elite video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that due to the video connector socket being worn out, the video connector cannot be connected firmly. This report is being submitted for the event found during evaluation. There was no patient involvement.